Manufacturer narrative:
Unit passed displacement test, self test sleep current measurement and active current measurement. However, longtrace and power management graph displays charge/battery lasts less than expected, problem isolated to electronic assemblies. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had low battery alert. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated that blood at site. The device will be returned for analysis.